Manufacturer narrative:
Customer did not return pencil that was reported to self-activate, but did return another pencil from the lot. Pencil was tested and found to function properly and within specifications.

Event description:
The customer is reporting one pencil self-activated in the coag mode.